Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically (the resolution was inadequate) and cause not established (charged coupled device (r-unit) was broken). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope gynecologic exhibited the charged coupled device (r-unit) was broken and therefore the resolution was inadequate. There was no patient involvement.